Event description:
It was reported that md was using the device in the procedure when the sales representative received a call from the on-q rep (on-q painbuster post-op pain relief system). It was reported to the sales rep that there was a leak on the side of the catheter above insertion site. The on-q also asked if md was allowed to cut the catheter and sales rep stated "no". The sales rep was told after procedure that the catheter was in fact cut by md and that it unraveled. They had difficulty removing the rest of the catheter but all was removed. The sales rep asked that the catheter be saved and when he went into the hospital to gather more details and sample, it was missing. The surgery materials director told sales rep that it was left at his door, but now is missing. The sales rep examined the internal hospital report which states the issue with the leaking catheter, but it does not say that catheter was cut by md.

Manufacturer narrative:
Sample will not be returned for evaluation.